Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) study. It was reported the patient expired. The patient underwent a left atrial appendage closure procedure in (B)(6) 2011. A 27mm watchman closure device was successfully implanted. In (B)(6) 2016, the family reported that the patient passed away. The cause of death is unknown.